Event description:
It was reported that the customer removed the sensor from her skin and saw that the sensor cannula was missing. Advised that a replacement sensor would be sent. The customer's blood glucose was 230 mg/dl. Nothing further reported.

Manufacturer narrative:
One opened and or used sensor was inspected and it was found broken. Broken part was still attached to insertion needle, unable to confirm if customer received sensor damaged as it was returned opened and or used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.